Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Customer¿s reported problem, cassette sensor error, was duplicated by functional testing. The cause is the downstream occlusion sensor. Replaced the downstream occlusion sensor to correct the issue. Cadd solis device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a "cassette not attached error." There was no patient involvement.